Event description:
Patient having difficulty with device. Reports that when she turns device on, she experiences facial nerve stimulation, as evidenced by twitching.patient has not done well with her implant since the surgery. The integrity test showed low impedances on all electrodes. There is significant amount of facial nerve stimulation.intraoperative impedance testing showed all electrodes functional with no shorts; also neural response telemetry was performed and responses were obtained from all electrodes. However, there were several electrodes that showed facial nerve stimulation at the same stimulus intensity. This was approximately 5 or 6 electrodes that resulted in this finding.======================manufacturer response for cochlear, cochlear (per site reporter).======================awaiting response.